Event description:
This is report 2 of 3 for this event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed the motor device became hot while in use with the hand control device and an attachment device. It was further reported that it was not possible to hold the device in the hand. According to the report, the attachment device was deformed. The reporter was unable to specify which device caused the overheating. There were no delays to the planned surgical procedure as spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it observed that the bearings were worn and loose, which caused the device to run hot. It was determined that worn and loose bearings created a situation where the cutter device was not able to be inserted. It was determined that if a cutter was able to be inserted and the device was run; it would have caused the device to run hot due to the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings that were no longer in axial alignment due to normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.